Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. Pump received with normal operating currents, no unexpected battery out limit noted. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 111 mg/dl. The customer stated that the battery alarm after battery changes. The customer stated that the device is alarming at the time of call . Customer was assisted with clearing the alarm. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 111 mg/dl. The customer stated that button will not clear a battery out limit. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.